Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01361.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully placed a smart coil in the target location using the handle and a non-penumbra microcatheter. The physician then was unable to detach the smart coil using the handle, despite attempting multiple times. The physician, therefore, removed the smart coil. The procedure was completed using additional coils and the same microcatheter. It was also reported that there was severe tortuosity in the patient's internal carotid artery (ica). There was no report of an adverse effect to the patient.